Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. The power connector was found to be loose and detached.

Event description:
It was reported by the patient's spouse that there was no power to the remote monitor. The monitor had sent successful transmissions previously. Different phone jacks were tried without success. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient's family that the remote monitor was no longer receiving power. Different outlets were tried but situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.